Event description:
The device was returned to the manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of foam particles inside the blower kit. Additionally, there was dust contamination found in the device. The device was scrapped.